Event description:
It was reported that cartridge alarms 20 and 30 intermittently occurred during basal delivery with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.